Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had concurrent flow in the primary and secondary bags during chemotherapy (dose, programmed amount and delivery rate unknown) in the cancer center. In attempt to correct the issue, the user attempted to hang a maintenance fluid bag with primary tubing and prime all chemotherapy infusions with secondary tubing. The user also attempted to correct the issue by programming the device as both primary and secondary, or programing the maintenance line to run at "to keep open" (tko) and clamping the primary line. The user reported that the maintenance bag continues to infuse with the secondary infusion, and causing the infusions to take longer, no matter what adjustments are made to the programming or set up of the device. There was no known patient injury or medical intervention associated with this event. No additional information is available.